Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation.

Event description:
During a follow-up, the clinic reported the patient had been released from the hospital. The patient's cause of hospitalization was unknown. Several attempts were made for further information and none has been received.

Manufacturer narrative:
Cycler was not replaced. A physical investigation of the device could not be performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.